Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into the intensive care unit the week prior. The customer reported being hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 570 mg/dl at the time of the event. Customer did not provide further information about the hospitalization. It was also found the customer exposed their transmitter to an x-ray. The customer declined to return the insulin pump for analysis.